Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (bg) levels ranging from 50-200 mg/dl. Reportedly, assistance was required to address bg level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.